Event description:
Routine complaint investigation when a consumer reported receiving an incorrect calibration bar in box of test strips. A comparison was performed to obtain the difference in calibration codes if used to perform an assay. The values, when plotted on a clarke error grid, fell into the "d" zone showing the difference in values would be clinically significant. There is no report of death, serious injury or mistreatment associated with this event.